Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high reading compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional questions from a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue first occurred during the end of (B)(6) 2013 at 10-10:30 pm. The patient reported she obtained readings of ¿181 and 153 mg/dl¿ on the lfs meter compared to ¿112 mg/dl¿ on her mother¿s meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of (B)(4) when obtained within 30 minutes. The patient reported she uses metformin 1000 mg to manage her diabetes. The patient reported she took her usual dose of medication per her doctor¿s recommendation. The patient reported 2 hours later she woke up in the middle of the night feeling shaky and sweaty and tested on her mother¿s meter and obtained a reading of ¿62 mg/dl.¿ the patient reported she had something to eat or drink as treatment. The patient reported she went to the pharmacy the next day and they assisted her in calling lfs customer service for meter replacement. The patient reported she normally tests her blood glucose about 3-4 times a day and her typical readings are ¿130+ mg/dl¿ and she is a newly diagnosed diabetic. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she took her medication as usual and developed symptoms suggestive of hypoglycemia, requiring self treatment.